Event description:
The field service engineer reported a pump with unk alarming. This unk alarming was indetified during bio-med testing .there was no pt injury medical intervention necessary according to the hosp. Rep. No additional information is available.